Event description:
Revision surgery required. On (B) (6) 2006 the pt fractured his femur due to the traffic accident. On (B) (6) 2006 the pt underwent the surgery by t2 nail. On (B) (6) 2006 the pt underwent rehabilitation with the full wait bearing. On (B) (6) 2006 the pt complained of the pain, and the surgeon found that the nail was broken. On (B) (6) 2006 the surgeon replaced to the plate system, after he removed the broken nail.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 36 events associated with this event type (post revision surgery required and product code hsb).